Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, low back pain, migraine, pap smear abnormal, dysuria, burning micturition and lower abdominal pain. Concurrent conditions included urinary tract infection, mastalgia, dysmenorrhea, uterine bleeding, pelvic prolapse and breast tenderness. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ abdominal pain during menses"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation and hysterectomy (full) on (B)(6) 2012). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted that in pfs 'hysterectomy (full)' was reported and also mentioned that the 'patient did not undergo removal of essure.' Also in medical records their is mentioned that she has had a total vaginal hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 17-may-2019: plaintiff fact sheet & medical records received : case upgrade to incident category from other event. Reporter' information was added. Added event abnormal bleeding (vaginal, menorrhagia). Updated event onset date. Medical history, concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.